Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 09-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain / everyday pain") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), musculoskeletal pain ("joint and muscular generalized pain"), headache ("headaches"), menstruation irregular ("irregular periods"), menopausal symptoms ("pre-menopause syndrome"), sleep disorder ("sleep disorders"), asthenia ("more and more marked asthenia/permanent asthenia"), dysphonia ("hoarse voice") and visual impairment ("vision decreased"). At the time of the report, the pelvic pain and asthenia had not resolved and the musculoskeletal pain, headache, menstruation irregular, menopausal symptoms, sleep disorder, dysphonia and visual impairment outcome was unknown. The reporter provided no causality assessment for asthenia, dysphonia, headache, menopausal symptoms, menstruation irregular, musculoskeletal pain, pelvic pain, sleep disorder and visual impairment with essure. The reporter commented: the events happened during the last 5 years before the report and with worsening. Sick leave from (B)(6) 2018 to (B)(6) 2018. Several medical investigation performed. The gynecologist considered the hysterectomy. The decisional meeting was planned for (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1818971) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain / everyday pain") in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), musculoskeletal pain ("joint and muscular generalized pain"), headache ("headaches"), menstruation irregular ("irregular periods"), menopausal symptoms ("pre-menopause syndrome"), sleep disorder ("sleep disorders"), asthenia ("more and more marked asthenia / permanent asthenia"), dysphonia ("hoarse voice") and visual impairment ("vision decreased"). Essure treatment was not changed. At the time of the report, the pelvic pain and asthenia had not resolved and the musculoskeletal pain, headache, menstruation irregular, menopausal symptoms, sleep disorder, dysphonia and visual impairment outcome was unknown. The reporter provided no causality assessment for asthenia, dysphonia, headache, menopausal symptoms, menstruation irregular, musculoskeletal pain, pelvic pain, sleep disorder and visual impairment with essure. The reporter commented: the events happened during the last 5 years before the report and with worsening. Sick leave from (B)(6) 2018 to (B)(6) 2018. Several medical investigation performed. The gynecologist considered the hysterectomy. The decisional meeting was planned for (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kgs. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 21-nov-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.